Event description:
It was reported that there was an issue with gf371r - fergusson suct.cann d:2.0mm work.l.160mm. According to the complaint description, the cannula detached during surgery. The cannula loosened during aspiration and fell into the patient (rachi operation). - no patient hazard. - no delay during surgery. - the type of operation : intervention on a herniated disc. Additional information was not provided nor available.

Manufacturer narrative:
B5: update. Investigation results: visual investigation: we received a complaint about an intraoperatively breakage of a suction cannula. Product available for investigation decontaminated, but mandrin is missing. The suction cannula is broken off, directly at the welding to the hand piece, most likely caused by an overload situation due to leverage during handling. No pores, inclusions or foreign bodies could be found on the point of rupture. Due to the long lever and thin wall thickness of the cannula, careful handling is necessary for safe use. Excessive leverage may cause the cannula to break. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that two similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gf371r - fergusson suct.cann d:2.0mm work.l.160mm. According to the complaint description, the cannula detached during surgery. The cannula loosened during aspiration and fell into the patient (rachi operation). No patient hazard. No delay during surgery. The type of operation: intervention on a herniated disc. Additional information was not provided nor available.